Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - failure to perform a femoral angiogram. The instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, via a 6f sheath using a pre-close technique, prior to an electrophysiology (ep) procedure. A femoral angiogram was not performed. The sheath was upsized to 9f and the ep procedure was completed. Reportedly, the knot of the first proglide device was advanced and tightened. While advancing the knot of the second proglide device the knot pusher gave way into the patient. The knot pusher was removed and the suture came out of the patient with tissue attached to it. Manual arterial compression was applied to achieve hemostasis. Pedal and popliteal pulses were not present. Using a left common femoral access blockage was noted in the right common femoral artery. The patient was taken to the or and an endarterectomy was performed. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Sus voluntary event report (foi for manufacturers) #mw5065753.

Event description:
Subsequent to the initial medwatch report, a sus voluntary event report (foi for manufacturers) report was received stating: a (B)(6) male planned pvc ablation in the ep lab on (B)(6). Hx of nonischemic cardiomyopathy, status post ICD implant, with normalization of ef. He continues to have class iii symptoms of hf. A 9-french access in the r common femoral artery with 2 pre-close devices deployed. Upon pulling the sheath and suturing down the pre-close devices, there appeared to be injury to the fem artery given lack of distal pulses and appearance of a strip intima pulled out with one of these sutures. Hemostasis was achieved with manual pressure. An angiogram performed through a left common fem artery access in the ER lab showed a flow limiting dissection with reconstitution of the fem bifurcation. The l common fem artery sheath was left in place. Pt to operating room. A small acute thrombus removed. R fem artery cutdown, thrombectomy of the r common fem artery followed by repair with 8mm ringed heparin-bonded ptfe interposition graft from distal external iliac to the fem bifurcation, r leg angiogram. Postop pt monitored. No additional information was provided.